Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. In 2006, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. On 28-jan-2020: fu 1&2 processed together- pif received: no new information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), infection ("infection"), autoimmune disorder ("autoimmune disorder"), headache ("headache") and back pain ("back pain"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, infection, autoimmune disorder, headache and back pain outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, back pain, device dislocation, dysmenorrhoea, headache, infection and pelvic pain to be related to essure. The reporter commented: discrepancy noted: date of insertion: 2006, (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pfs received. Event medical device removal was deleted and new events painful menstrual cycle, pelvic pain, abdominal pain, migration of device, infection, autoimmune disorder, head ache, back pain were added. Plaintiffs address, date of birth added. New lawyer and date of insertion and explant updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration of device'). In an adult female patient who had essure (ess205) (batch no. 621670), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), pelvic pain ("pelvic pain"), abdominal pain ("abdominl pain"), infection ("infection"), autoimmune disorder ("autoimmune disorder"), headache ("headache") and back pain ("back pain"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, infection, autoimmune disorder, headache and back pain outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, back pain, device dislocation, dysmenorrhoea, headache, infection and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted, date of insertion: 2006, (B)(6) 2007. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information and lot number were added. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration of device'). In an adult female patient who had essure (ess205) (batch no. 621670), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), infection ("infection"), autoimmune disorder ("autoimmune disorder"), headache ("headache") and back pain ("back pain"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, infection, autoimmune disorder, headache and back pain outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, back pain, device dislocation, dysmenorrhoea, headache, infection and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted, date of insertion: 2006, (B)(6) 2007. Lot number#: 621670, manufacturing date: 2006/09, expiration date: 2008/08. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2021, quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. In 2006, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.